Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was not identified. The battery harness and main batteries were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.09.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review revealed that the device has not been previously serviced for the reported condition. A device history review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device experienced battery damage. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.